Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. As part of the device history record review, the sterilization record for this lot was reviewed and this device lot passed the sterility test. A review of the device labeling was completed. Dry eye is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a clinical trial. Reportedly, following an uncomplicated right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented nine (9) days postoperatively with moderate dry eye syndrome. Per report, the persistent dry eye syndrome was being treated with corticosteroids (prednisolone acetate). Any omitted information was not available at the time of report.